Event description:
It was reported by the customer that the holster has a stripped rear rotation knob. The customer also stated that while using the holster, a number of green cable and damaged probe errors were noticed. The case was completed by using the thumb wheel on probe. No patient consequence reported.